Event description:
A distributor reported that the ok keypad button is unresponsive. There is no further information available at this time.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeling. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad should be obvious and detectable and should alert the user to discontinue use of the product. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim with a red tint.